Event description:
Caller indicated the reilon prime was reading high. The caller stated the meter has been giving false high readings. He stated he was over medicating because of the readings. He felt shaky due to the dosing. He purchased a bayer meter and checked it against the relion. He stated he went to his doctor and his blood sugar way lower than what he was getting on the prime meter. He stated the meter is giving false high readings. He doesn't want to give me information on his incident. The customer stated he knows how his body feels when his blood sugar is low. He just wants his money and doesn't want to deal with relion. This is all the info I could gather before the customer decided to get off the phone. Requesting refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned and lot number is not known. The returned meter was evaluated with reference test strips and performed to specification. No failure detected.